Event description:
It was reported that during a routine device change out procedure when this cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket the header was loose. Additionally, there were observations of low pacing impedances on the right atrial (ra) lead. The device and ra lead was explanted and replaced successfully and will be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during a routine device change out procedure when this cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket the header was loose. Additionally, there were observations of low pacing impedances on the right atrial (ra) lead . The device and ra lead was explanted and replaced successfully and will be returned for device analysis. No additional adverse patient effects were reported.